Manufacturer narrative:
'Upn- search,' 'upn,' and 'catalog/model #' fields updated with additional information.

Event description:
It was reported to boston scientific corporation that "during the device preparation in order to come out the needle, the device blocked." Reportedly, the device was not used on a patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: visual evaluation of the returned capio device revealed that the carrier was in the extended position and was stuck in the capio cage, preventing the carrier from retracting. In addition, the handle was detached from the body tube. Functional evaluation of the returned capio device could not be performed because the handle was detached from the body tube assembly. The most probable root cause for this event was determined to be handling damage.

Event description:
It was reported to boston scientific corporation that "during the device preparation in order to come out the needle, the device blocked." Reportedly, the device was not used on a patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.